Event description:
Medtronic received information that pump error 53, pump error 43 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 2.9d. Retainer = clear. The customer alleged the pump alarmed pump error 43 and 53 found on (B)(6) 2021. Pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump was successfully downloaded using thus. No unexpected pump error 53 alarm or pump error 43 alarm occurred during testing however, a review of the history file shows pump error 53 (linenumber 196 filenumber 128) alarm triggered on (B)(6) 2021 at 00:02 due to a software error. One (1) pump error 43 alarm on (B)(6) 2021 at 03:29 was also found. The pump was cut open for visual inspection. No damage or moisture damage on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted. The motor was tested outside of the device on the ngp stb3 and passed. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked battery compartment, and pillowing keypad overlay. Pump error 53 alarm is confirmed due to a software error. Pump error 43 alarm is not confirmed. The pump passed all the required testing and no pump error 43 alarm found in the history for the event date. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.